Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient could not breathe during fill two of four. The patient was connected to the amia device at the time of the event. It was reported the patient had been using manual supplies after a catheter replacement and this was the second time performing automated pd therapy. It was reported the fill volume (fv) was 2978 ml. The patient reported the fv ¿was only supposed to be 1873 ml¿. The patient ¿stopped it¿ and drained themselves. It was reported the fv for fill three ¿was normal¿. It was reported during fill four the fv reached 3000ml. It was reported the patient could not breathe again and performed a drain. The patient reported they experienced pain at the catheter site and felt relief after draining. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. The amia device received returned instrument testing evaluation (rite) functional testing. The device was determined to meet functional performance specification requirements per rite testing. A short-simulated therapy was performed and was completed successfully without any delay or alarms. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The cycler remote toolbox software was used to diagnose the device¿s pneumatic system. No leaks were detected; all pressures were correct and stable. External visual inspection was performed and revealed broken lid hinges, which were replaced. Internal inspection was performed and no issues were noted. All connections appear correct and secure. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the reported event; therefore, the amia device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.